Manufacturer narrative:
The device was received partially deployed. The slide insert was visible in the viewing window and the linkage assembly was in the fully deployed state. During initial inspection of the device, the formed needle was visible in the exposed portion of the soft cannula. Upon removal of the top housing the formed needle was found to be disengaged with the slide retract, indicating that the formed needle was installed incorrectly, which is why the formed needle did not retract after deployment. Upon inspection of the needle mechanism, damage was found to the slide retract due to incorrectly installed formed needle. The needle not retracting event was caused by the incorrectly installed formed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 36 and 48 hours.